Event description:
The home patient reported a 2240 alarm during drain 1/8 of automated peritoneal dialysis with the homechoice machine. The patient reported that they found that the patient line of their homechoice set had become disconnected from their transfer set. There was no patient injury or medical intervention reported by the pt.